Event description:
It was reported that during an unspecified procedure, a catheter shaft fracture occurred. The lesion being treated was located in the proximal segment of the severely tortuous circumflex (cfx) artery. The lesion was pre-dilated with a non-bsc balloon. The first 2.5 x 24mm taxus liberte paclitaxel-eluting stent was deployed in the distal end of the cfx. While positioning the second 2.5 x 24mm taxus liberte paclitaxel-eluting stent, it became stuck in the vessel. The physician applied a little bit more pressure and the distal shaft of the catheter broke. The procedure was completed with another of the same device. No patient injury or further complications were reported. The patient's condition was reported as satisfactory.

Manufacturer narrative:
Following a detailed device analysis it was noted that the condition of the returned unit was consistent with the complaint incident. Visual and microscopic examination of the device revealed that the hypotube had broken approximately 25.2cm distal from the catheters strain relief. Several shaft hypotube kinks were present along the entire length of delivery system. This type of damage is consistent with excessive force being applied to the device upon meeting some form of restriction. The specific root cause is unknown. A review of the top assembly shop floor paperwork for this particular batch found that the device met its material, assembly and product specifications at the time of release to distribution.